Event description:
It was reported that the core universal drill ran in safe mode during testing that the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the core universal drill ran in safe mode during testing that the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The failure was confirmed by the manufacturer repair technician through functional evaluation, disassembly and visual inspection. The trigger did not work correctly and would run in the safe mode due to wear. The components were replaced and the device was returned to stryker loaner stock.